Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was returned contained in the decontamination pouch. Visual inspection was performed. It was noted that the concomitant 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device was stuck inside. The microcatheter was flushed using a lab sample syringe, and resistance was felt. No water was observed from the distal end of the device. The involved delivery system was attempted to be removed; however, strong resistance was felt. A 0.018-inch (0.04572 cm) lab sample guidewire was introduced into the distal end of the microcatheter, and it advanced. An obstruction was felt at 2 cm from the distal tip. The returned microcatheter was dissected at that point; the concomitant stent was found inside. The stent was noted to be covered in dried blood residues. The issue reported regarding the obstructed microcatheter was confirmed based on the abovementioned conditions and observations. The amount of residues found suggests that an adequate flush was not maintained, resulting in the device becoming obstructed, that could result in the inability to deliver the stent. According to the risk documentation, continuous flush not maintained is a potential failure mode that can cause air in system or stagnant blood. Also, insufficient flushing is a potential failure mode that can compromise the performance of the therapeutic device. A review of manufacturing documentation associated with this lot (30959659) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use (IFU) contains the following precautions and warnings: when ready to infuse, withdraw the guidewire completely from the catheter. Connect a syringe containing infusate to the microcatheter hub and infuse according to the manufacturer¿s instructions and precautions. Warning: if flow through the catheter becomes restricted, do not attempt to clear the catheter lumen by infusion. Determine and remedy the cause of blockage or replace the blocked catheter with a new catheter before resuming infusion. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00379 and 3008114965-2023-00380. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30959659) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00379. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure in the patient who presented with a posterior communicating artery (pcom) aneurysm, the complaint stent, a 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 7516345) was impeded in the concomitant microcatheter, a 150cm x 5cm prowler select plus microcatheter (606s255x / 30959659) and could not advance any further. The physician removed the microcatheter and the stent, replaced both devices with competitor brands to complete the procedure. There was no report of any negative patient impact. The patient is currently in stable condition.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 08-aug-2023.the returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00379 and 3008114965-2023-00380. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.